Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results and conclusions: (endoleak). (Anatomy related; possible type 2 endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 87 mm in diameter and 114 mm in length abdominal aortic aneurysm. The proximal neck was 21 mm in diameter and 30 mm in length. The proximal neck had mild thrombus and mild calcification. It was reported that there was a possible proximal type I endoleak or type iii endoleak, fabric. The actual date of event was not able to be obtained. It appeared that there was adequate seal at the neck, but there was a clear endoleak at the proximal portion of the aneurysm. It was reported that a secondary intervention was completed successfully. The angiogram revealed 5-7mm of landing zone distal to the left renal and no active type I endoleak. A 28x28x49 proximal cuff was landed precisely distal to the left renal and the final run was perfect. The type of endoleak is unknown; the physician does not know the cause of the endoleak. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. A review of returned films 2 months post-implant showed a straight neck. The bifurcate proximal graft margin was approximately 1cm below the lowest left renal. The proximal stent graft od is 23mm. The ipsilateral limb was placed into the right common iliac and the contra into the left common iliac. There is a 9.4cm max diameter aaa. Contrast is seen in the proximal sac near the aortic body. The type of endoleak could not be confirmed; there appears to be a good proximal seal, but cannot rule out a proximal type I, type ii or type iii fabric. Contrast is also seen in the mid-sac at the level of the gate. This appears to be from a type ii lumbar, but cannot rule out a type iii.